Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator that the handpiece or foot pedal button was released before the rf tone/delivery was complete. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and subsequently noticed blisters on the left side of the face the same day. Reportedly during treatment 300 reps were performed on each cheek, and the highest energy level used was 5.5. The treatment tip surface was inspected prior to use and nothing was noted form the inspection. This was the first time the treatment tip was used. Additional information has been requested but has not been received.